Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room with syncope and diaphoresis. Upon review, the patient had received two appropriate shocks for ventricular fibrillation, but the right ventricular lead displayed low, out-of-range defibrillation impedance. Programming changes were made. The patient was discharged.